Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.correction to d1 from omnipod 5 controller to omnipod 5 pod added h4 device mfg date: 11/30/2022 added to h6 medical device problem code: a040102 and component code: g0405201 correction to d4 - unique identifier (UDI) # from "(B)(4) to (B)(4)" correction to h10 from "the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results." To "the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms."

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.

Event description:
It was reported the patients blood glucose level rose to400mg/dl after wearing the pod between 24 and 36 hours. The patient reported the pod fell off, causing the cannula to dislodge from the infusion site (arm).